Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). During the procedure, the valve was able to be implanted successfully. The procedure occurred without complications and without the need for recapture. The final mean gradient was 3 mmhg, with no leak. On the following day in the ward, the patient was developed with acute pulmonary edema and confirmed with a hypertension. Medication was required to treat the event. The physician classified this event as being related to the patient's medical history. On (B)(6) 2026, the patient was discharged from the hospital.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of respiratory compromise was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the limited information received, the cause of the reported incident could not be conclusively determined. The reported hypotension and unexpected medical intervention were cascading effects of respiratory compromise. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a prior medical history of left branch bundle block (lbbb) with a permanent pacemaker implantation. During the procedure, the valve was able to be implanted successfully. The procedure occurred without complications and without the need for recapture. The final mean gradient was 3 mmhg, with no leak. On the following day in the ward, the patient was developed with acute pulmonary edema and confirmed with a hypertension. Medication was required to treat the event. The physician classified this event as being related to the patient's medical history. On (B)(6) 2026, the patient was discharged from the hospital.